Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
The international philips field service engineer (fse) reported that during preventative maintenance (pm), there was a malfunctioning wheel, and the display did not respond to command into the lower part. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the touchscreen and the power switch overlay; however, the navigation ring is still not working. Further information was requested regarding the navigation ring that still does not work.

Manufacturer narrative:
The fse reported that he replaced the touchscreen and the power switch overlay, this addressed the nav-ring issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
A touchscreen was returned for analysis. The visual inspection of the customer returned touchscreen assembly revealed evidence of cracked glass. A failure investigation (fi) technician reported that the touchscreen assembly was visually inspected and the cracked glass was verified. Touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. The fi technician identified the touchscreen issue was caused by physical damage resulting in the cracked glass on the screen.